Event description:
Analysis of the returned device found that the subject guidewire distal tip was broken/fractured. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be slightly kinked at 62cm and 140cm from the proximal end of the guidewire. The guidewire was returned broken/fractured in 2 segments (196cm from the proximal end and 3cm from the distal end). The guidewire distal tip platinum wire was noted to be stretched. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was inspected, and the nitinol tubing was broken/fractured with the platinum wire exposed. The core wire distal end was observed through the distal tip dome. The distal tip was soaked in water and it was noted to be slightly un-even. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, friction/resistance was encountered during the procedure, and the procedure was completed successfully using a new guidewire. During the visual inspection, the guidewire was noted to be slightly kinked at 62cm and 140cm from the proximal end. The guidewire was returned broken/fractured (nitinol tubing and core wire) in 2 segments and it was noted that the distal 3cm segment was still attached to the proximal 196cm proximal segment by stretched platinum wire. Therefore, the reported stretch was confirmed based on analysis. Based on the analysis, it is possible that the guidewire may have prolapsed at the distal tip during navigation and experienced high tension and/or torsion forces that caused the nitinol tubing and core wire to fracture and the platinum wire connecting the segments to stretch as it was pulled out. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip stretched' and the as analyzed 'guidewire distal tip broken/fractured during use' and 'guidewire kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.